Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. The patient reported falling right around the time of the shock delivery. Review of the s-ICD data also indicated the battery was prematurely depleting. Device replacement was recommended. At this time no changes were made and the s-ICD remains in service. No additional adverse patient effects were reported.